Event description:
The manufacturer representative and health care provider (hcp) reported that the patient sometimes got pains around their unit, really bad pains. Sometimes they were going straight up and other times it was just other spots around their abdomen. The patient first started experiencing the pain around their ins and in other areas around their abdomen on (B)(6) 2016. The troubleshooting/diagnostics performed related to the pain were an esophagogastroduodenoscopy (egd) and programming. The cause of the patient's pain around the ins and in other areas around the abdomen was not determined. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.